Manufacturer narrative:
The manufacturer has received and reviewed the treatment data files related to the reported event. The machine triggered an alarm instructing the user to change the full effluent bag. This alarm most likely directed the operators attention to the partially opened facet. The manufacturer can not confirm that the machine should have triggered the alarm effluent weight (incorrect weight change detected for effluent bag), since it is not known if the weight change caused by the partially open faucet was large enough to exceed the limits for the effluent weight alarm. Investigation into the reported event is ongoing.

Event description:
The customer reported that the faucet on the effluent bag was partially opened and that fluid was dripping on the floor. A nurse wiped the fluid of the floor and estimated the amount to 300 ml by weighing the towels used. A caution alarm alerting the operator about an incorrect weight change on the effluent scale was expected. There was no blood loss reported as a result of the reported event. No other clinical consequences were reported.